Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non malignant pain. It was reported that the patient has had difficulties connecting to pump in the last 2 days to bolus despite the communicator replacement. 'This stuff has been going on for weeks. The replacement came friday, was good for about 3 hours, but then friday afternoon, all day saturday and sunday, it won't ever turn solid. I've powered the handset off and tried 20 times but it won't go solid so I haven't gotten doses in 2 days.' They were assisted in pressing 'restart application' for service code 338, and they were able to connect and request/receive bolus well. The patient mentioned they hadn't seen service code 338 until last wednesday. They tried pressing 'cancel' then 'resync' before, and had powered the handset off, but the 'circle just goes around at the communicator keeps flashing.' They stated that the position of the where the pump connected with the communicator felt inconsistent. The connect ion briefly pauses at 91%. Patient services reviewed 'close all,' but the patient felt they were doing that by physically powering off handset. The patient would call back for assistance as needed. Additional information was received from the patient reporting that they had received their implanted infusion system implant on (B)(6) 2023 and problems had arose immediately when returning home. It was reported the current samsung device and communicator has again become unpredictable with communicating, despite his inked outline on his skin although much better than the previous 10-12 weeks.